Event description:
It was reported that the patient came to clinic for a device check and increased thresholds were discovered on the right ventricular (rv) lead. Intervention was required to re-position the lead for better thresholds. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).